Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor failed detect and treat testing. The cause for the failure was isolated to a defective q701 component on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was displaying service code 204: belt/monitor unusable.